Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened escape button dome switch. The insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. Customer was advised to discontinue use of the insulin pump. It was not known how this keypad anomaly occurred. The blood glucose reading was not know. Nothing further was reported.